Event description:
The patient was male, but age was unk. The target lesion was the mid to distal rca. The lesion was de novo, slightly tortuous but not calcified. There was 90% stenosis. A guiding catheter (lumina: jr4) was engaged to the target vessel. Then a guidewire (pt2: ls) crossed the target lesion and pre-dilation with a balloon (sapphire: 3.5/15mm) was conducted. After ivus was conducted, 1st cypher (3.5 x 13mm) was implanted at the distal rca. Then 2nd cypher (complaint product: 3.5 x 33mm) was implanted proximal to the 1st cypher overlapping it. Ivus was conducted and the 2nd stent delivery system was re-delivered to the target lesion to post-dilate the 2nd cypher implanted, however the pressure could not be increased higher than 16atm. The physician observed the balloon rupture by leakage of the contrast medium under cag. Therefore the balloon was withdrawn. The procedure was successfully finished. There was no patient injury reported. The product was clinically used, and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician indicated that the balloon had an axial burst.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.